Manufacturer narrative:
Qc results are within established ranges. The customer has replaced the electrode on (B)(6) 2010 and it was within specified on board dating of 6 months. The customer requested a service call to verify system performance; however, the customer cancelled the service call. A clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to one glucose (glum) patient result not generating similar duplicating result upon rerun which was generated by unicel dxc 800 pro clinical system. Customer has been running glum in duplicate runs (critical rerun). Samples were repeated for a third time on the same instrument and higher result was obtained. The result was not reported out of the laboratory. Patient treatment was not impacted with regard to this event.